Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional fractured during surgery.

Manufacturer narrative:
Visual inspection of the returned ps tasp bottom (persona tasp left ef bottom, +0mm) confirmed that the tasp post feature had fractured off. Although the post feature was not returned with the rest of the component, all parts were accounted for post-operatively. This device is used for treatment. The follow-ups indicate that the surgeon was hitting the tasp shim handle with a mallet during trialing. Per surgical technique, the surgeon is instructed to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.